Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 1.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced 33 infusion set leakage at site event on 07-june-2024. Issue resolved by replaced infusion set and resumed insulin successfully. No further information available.